Manufacturer narrative:
Device powered up properly after the test battery was installed. Device was monitored for 3 days. No blank display or unexpected battery power loss anomaly noted. Device passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test. No unexpected low battery alarm noted during testing. Device was unable to prime during prime test due to faulty force sensor resistor (gold). Unable to perform the occlusion test and excessive no delivery test due to prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump failed to alert her that the pump would go out. Customer stated that, she normally will receive several low battery alarms before it would go completely out. The blood glucose was 472 mg/dl at the time of the incident. Customer treated high blood glucose with the insulin p[ump. Customer stated that, they did receive a low battery alert prior to the off no power alert. Customer stated that, it was less than 24 hours from the low battery alert to the off no power alert. The customer did not receive multiple low batteries. The insulin pump went back to off no power we can replace the battery cap in case that might be the cause or we can replace the pump entirely. Customer does not feel comfortable this occurring to her again because it was rather difficult for her to lower her high blood glucose back down all day. Troubleshooting determined that, the insulin pump should be replaced. Customer advised if she does not feel safe to discontinue pump use and revert to a backup plan. The device will be returned for analysis.